Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing took an additional 10 units of insulin to fill than expected. Reportedly, bubbles were observed coming out of the tubing instead of insulin. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer changed the infusion set tubing and resumed insulin delivery.